Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated and exhibited an error message. The patient was asymptomatic patient; based on the patients previous follow-up, it was thought the battery had reached elective replacement indicator. The device was explanted and replaced on (B)(6) 2014.